Event description:
It was reported that, during implant testing, the system could not convert the induced arrhythmia. The shock impedance was 165 ohms, which is high but within normal limits. The doctor repositioned both the pulse generator and the electrode. The system still could not convert the induced arrhythmias. The doctor elected to remove the system and wait for another opportunity to implant a system. There were no additional adverse patient effects.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that, during implant testing, the system could not convert the induced arrhythmia. The shock impedance was 165 ohms, which is high but within normal limits. The doctor repositioned both the pulse generator and the electrode. The system still could not convert the induced arrhythmias. The doctor elected to remove the system and wait for another opportunity to implant a system. There were no additional adverse patient effects.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header confirmed correct dimensions. The device was then exposed to simulated heart load conditions, and the therapy was appropriate. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.